Manufacturer narrative:
The tech found that the hydraulic manifold motor would run but the function would not move. The tech replaced the hydraulic manifold to resolve the issue.

Event description:
The tech alleged the bed had no functions electrically or manually. No pt impact.